Event description:
The pt was hospitalized on 1/1/1999 with a diagnosis of diabetic ketoacidosis. It was reported that she had symptoms of "sick and weak," fever, tired and headache. Her admitting blood glucose was 400+ mg/dl. While in the hospital, her one touch profile meter read 50 mg/dl while a hospital meter read 249 mg/dl. The pt was using one touch test strips lot # 528725a, which had expired 8/97. It was unclear what results she had been obtaining prior to hospitalization since the date and time in her meter memory was incorrect. The pt also reported that she had run out of one type of insulin. The meter is not cleaned or maintained according to MFR's recommendations; it is cleaned only once every 2-3 months and no quality control tests are performed. The meter was in calibration on 1/8/99, reading 89 within a range of 70-96; however, a control solution test performed on the expired test strips yielded a result of 125, outside of the labeled range of 83-117.